Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. No root cause could be determined as insufficient information was provided by the customer. There was no patient or user harm.

Event description:
Biomed says that rt requested 100% o2 delivery and boost failed during compensation. Questions asked to biomed: sn# (B)(6) doc-(B)(6) 2021 toc- 10:25 am vent on patient- yes reporting to FDA- no patient harm- no purchased from hamilton last pm completed- (B)(6) 2021 have not attempted to replicate logs have been sent awaiting your ok to proceed with performance verification and operational checkout